Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had jammed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4, sub-drawer 1 was not locking due to broken studs that hold the catch in place. A field service engineer stated that the drawer needed replacement, as the broken studs could not be successfully repaired in the field. Replaced the drawer and transferred all the motherboard to the station. However, unable to perform the hardware test application (hta) final test due to a medical emergency, the nurses needed immediate access to the medstation. On the next visit, fse found that the battery corrosion on the positive connection, so replaced the battery and proactive inspection was done. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had jammed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.